Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported suction loss occurred two times during the procedure while the laser was firing with two different intralase patient interfaces, (pi's) on a single patient. The patient was applanated. The procedure was not completed. No patient injury was reported. As the event occurred twice (2x) with two different pi's of the same lot number, two separate mdrs will be filed. This report represents the first pi that was attempted. In addition the procedure resulted in an incomplete flap, no patient complications, and the patient will be rescheduled for photorefractive keratectomy (prk) in a few weeks. Therefore a separate MDR is being filed on the femtosecond laser.

Manufacturer narrative:
Typographical error in manufacturer report number. The report number should begin with (B)(4). Placeholder.